Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . Lot 9l01750 was manufactured on 11/16/2019 in the convex 2 pc (ost) manufacturing line, with a total of (B)(4) market units. On 31/may/2021, compliance engineer ID (B)(6) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material (B)(4), icc code (B)(4) and manufacturing order (B)(4). The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-108. The process requirements results were documented in the manufacturing record mr21-108. In addition, the batch record of bulk lot 9l01873, manufactured in the convex 2 pc (ost) in the manufacturing line, were reviewed and no issues were found; the lot ran according to sap material (B)(4) and all the testing results were found satisfactory. The process was run according to process instruction pi21-107, documented in mr21-107. Furthermore, the bulk lots 9l00697 and 9k01429 of the sap material (B)(4), material description rollstock 177a trilamin moldable 7-3/4", manufactured in the elc5 line were reviewed and the process carried out was performed according to pi31-132 and pi21-136 respectively, documented in the mr21-136. The testing results were found satisfactory. Batch record review supports that no issues regarding the failure mode reported were identified. On 31/may/2021 a complaint search for lot 9l01750 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure (B)(4), version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Initial 3 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the skin barriers could not be used because the moldable part "rebounded" too fast and she could not slide it over her stoma. There was no harm reported by the end user and no photo is available at this time.